Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed due to swelling, fever and infection approximately 11 days post implantation. It was communicated that the requested documentation was not available. Reportedly, the root cause of the revision was an infection; however, without the requested clinical documentation, the source/root cause of the infection could not be fully assessed or concluded. The patient impact beyond the reported symptoms and subsequent revision could not be determined as the patient status remains unknown. No further medical investigation could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2021, the patient experienced swelling, fever and infection. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the jrny ii bcs xlpe art isrt sz 3-4 lt 9mm was explanted. Patients current health status in unknown.